Event description:
Repair request initiated for device with the report of error message. No patient impact reported. Repair request escalated to product event on evaluation due to detached component.

Manufacturer narrative:
H3:product analysis: evaluation of the device determined two inserts on the upper housing are pulled out. The likely cause was identified as inadequate preventive maintenance. It was also noted connector bent, motor, flanged seal and balls on the latch were worn, stands off are broken. B3: date of event notification: 2024-05-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.